Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump had no button response, due to moisture damage on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked display window threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.